Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg would not take a charge any longer. Thus, the patient had not charged and used the system 3 to 4 months prior (approximately from (B)(6) 2019). As such, the ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.